Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed an insulation abrasion at 10.2 cm from the connector end which exposed the proximal coil. The location and mode of the abrasion is consistent with friction to another implantable device. The abrasion and subsequent coil exposure would account for the reported high threshold.

Event description:
It was reported that the right atrial lead exhibited a high pacing threshold. The lead was removed.